Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("essure coil grew into uterus") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 5 days after insertion of essure, the patient experienced embedded device (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (full hysterectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 15-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this spontaneous consumer report, received via health authority, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced essure coil grew into uterus (interpreted as embedded device), whereupon she underwent full hysterectomy approximately 2 months after placement. Device embedment, serious due to hospitalization, is anticipated in the reference safety information of essure. Embedment issues may occur in the context of the insertion procedure or during the use of essure. In this particular case, there was no information on the insertion procedure or other possible risk factors. However, considering the nature of the event, an inherent causality of essure cannot be excluded (related). This case was classified as incident because of surgical device removal. The product technical analysis concluded, an investigation cannot be performed as no batch number or sample have been provided, thus resulting in an unconfirmed quality defect. Follow-up information is expected.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("essure coil grew into uterus") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 5 days after insertion of essure, the patient experienced embedded device (seriousness criteria hospitalization and intervention required). The patient was treated with surgery (full hysterectomy on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Company causality comment: this spontaneous consumer report, received via health authority, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced essure coil grew into uterus (interpreted as embedded device), whereupon she underwent full hysterectomy approximately 2 months after placement. Device embedment, serious due to hospitalization, is anticipated in the reference safety information of essure. Embedment issues may occur in the context of the insertion procedure or during the use of essure. In this particular case, there was no information on the insertion procedure or other possible risk factors. However, considering the nature of the event, an inherent causality of essure cannot be excluded (related). This case was classified as incident because of surgical device removal. A product technical analysis and follow-up information are expected.